Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge service territory manager (stm) evaluated the iabp and was able to reproduce the reported issue. To fix the issue, the stm replaced the solenoid driver board then performed functional testing and safety checks to factory specifications. The iabp passed all functional and safety tests per factory specifications and was returned to the customer, cleared for clinical use.

Event description:
The customer reported that the cs300 intra-aortic balloon pump (iabp) emitted a "blood detect alarm" constantly while performing preventive maintenance testing. There was no patient involvement or adverse event reported.